Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 10mm amplatzer septal occluder was chosen for implant using a 7f amplatzer trevisio delivery system. During the procedure, while deploying, it was noted that a recurrent cobra deformation was observed in the device on more than three occasions. The deformed device was never released from the delivery cable. There was no interaction with the cardiac structures during deployment and no angulation/kink were noticed in the delivery system.due to the clinical urgency and the patient's critical condition, the decision was made to withdraw the original implant and use an alternative amplatzer device of a different size.the patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.